Manufacturer narrative:
An arjo representative was informed about an event involving the arjo scale and non-arjo device. A customer reported that during a patient transfer a scale detached from a non-arjo lift. As a consequence the patient fell out from the device. After the event, the patient had an x-ray examination which confirmed that no injury occurred. After the event, the customer send the pictures of the involved in the event scale. Based on photographic evidence there were no broken parts or damages noted. The scale and non arjo device was not available to be evaluated, and the root cause of the problem cannot be confirmed. The customer did not reveal any additional information regarding event circumstances. The warning included in the instruction for use for scale contains information that: ¿ to avoid injury to both patient and the caregiver, never modify the equipment or use incompatible parts. Only use arjo designed parts.¿ also, IFU contains a list of arjo devices that should be used with the scale. During gathering additional information regarding the complaint it was confirmed that the customer technician requested additional training from arjo regarding device handling.

Manufacturer narrative:
Additional information wil be provided upon investigation conclusion.

Event description:
It was reported that arjo scale was installed on no arjo lift. The patient was in sling when the scale detached from the device and the patient fell. After the event the patient did not sustained any injury. The customer did not provide any further details so far.